Manufacturer narrative:
(B)(4). Evaluation summary: one unfilled unit was received by baxter for evaluation. Visual examination of the unit confirmed that the fill port cap was separated from the fill port. Further examination of the fill port and cap showed no signs of physical abnormality. The root cause was operator error during the manual fill port cap assembly process. As a result of this incident, awareness training for all applicable manufacturing operators was conducted. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
Baxter (B)(4) received a report that an infusor had a separated fill port cap upon removal from the overpouch. This potentially caused a breach in the sterile fluid pathway of the device. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.